Manufacturer narrative:
The patient's product has been returned and evaluated by lfs product analysis on (B)(4) 2012 with the following findings: the meter involved in this case has passed all testing with no faults found. The 510(k) # is k061118.

Event description:
On (B)(6) 2012 the patient/lay-user contacted lifescan (lfs) alleging that he was experiencing an "er5" warning issue and inaccurate results with his one touch ultramini meter. On (B)(4) 2012, the medical surveillance specialist (mss) spoke with the patient to obtain and verify information. The patient reported that the alleged issues with the subject meter prompting the "er5" began on the morning of (B)(6) 2012. He informed the cca that because he was experiencing the "er5" warning he was unsure if the glucose results he had been obtaining the week before were accurate. The patient had obtained glucose results of "61, 294, 228, 386, 263 and 403 mg/dl" on the subject meter. He stated that he manages his diabetes with insulin (self adjuster) and due to the alleged issues he denied making any changes to his usual diabetes management routine. The patient claimed a couple of hours after the alleged "er5" warning started, he felt sweaty, weak and dizzy, which he associate to a hyperglycemic state. He denied receiving any form of medical intervention in response to his symptoms. During the initial call with customer service, the agent noted that the patient was using the correct unit of measure set in the meter, an appropriate testing technique and good unexpired test strips. Replacement products were sent to the patient. The patient's product has been returned and evaluated by lfs product analysis on (B)(4) 2012 with the following findings: the meter involved in this case has passed all testing with no faults found. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the reported issue began.